Event description:
Emergency dept personnel responded to a pt described as in unstable vtach. The pt was connected to the device for synchronized cardioversion. According to the reporter, when the device was in sync mode, the device would not transfer energy to the pt. A backup defibrillator was called for but, according to the reporter, the pt's ECG quickly deteriorated to vfib then to asystole and could not be converted. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator.

Manufacturer narrative:
A copy of a medwatch report from the facility was received by physio-control on 10/16/1997. The facility states they have re-evaluated the report and determined that the reported event did cause or contibute to the pt's death. Excepts as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.